Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2016 with the following findings: during investigation, moisture was found in the battery compartment. The battery compartment was cracked on the left side of the grip pad. A leak test was performed and failed due to a battery compartment crack. The pump was opened to find moisture corrosion on the display connector, display flex cable, and other areas of the printed circuit board. Unrelated to the original complaint, the pump was powered on to a blank display. Additionally, a crack was found in the pump cover between the corner of the lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.